Event description:
Pt to or for a laparoscopic nessen fundoplication. Two tiny pieces of plastic found in abdomen at the end of procedure. A small plastic area chipped off the distal camera. All pieces were retrieved.